Event description:
It was reported that the patients lower incision at the pocket site was opened. Symptom of redness in the incision was noted. Antibiotics ointment and steri-strips were applied, and the patient was reportedly doing well.

Event description:
It was reported that the patients lower incision at the pocket site was opened. Symptom of redness in the incision was noted. Antibiotics ointment and steri-strips were applied, and the patient was reportedly doing well. Additional information was received that the patient was administered intravenous antibiotics for possible cellulitis. It was noted that the lower incision at the pocket site was completely healed.